Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad partially wore and the distal end of it was partially separated. Both the probe tip and the grasping section had contact marks with each other. The grasping section clenched properly. The occurrence of seal short circuit error was confirmed. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the device, omsc concluded that the ptfe pad wore and separated since the user activated output without grasping anything (including after the tissue separated), which caused the contact between the probe and the non-insulated area of grasping section. Because the user kept outputting in its state, the contact marks were made and the seal short circuit error occurred. Based upon the finding of the evaluation, this report appears to be related to user handling.

Event description:
Olympus medical systems corp (omsc) was informed that during a laparoscopic assisted distal gastrectomy, the subject device was used and the short circuit error occurred. The ptfe pad of the device was partially worn and deformed, which caused the grasping section to clench improperly. The procedure was completed with the subject device. There was no patient injury reported.